Event description:
It was reported by the rep that the one cdh33 was used during a laparoscopic colectomy procedure. It was reported that the dr fired the cdh33 and stated that the staples did not complete formation and a hard anastomosis was done. No donuts were visible. The lab reported having staples in the specimen. The pt was given a colostomy due to the situation.